Event description:
During the nerve block procedure the catheter was threaded and the tuohy was pulled out and the catheter was in place. The wire was caught and came unwound on the end outside of the patient. As the catheter was pulled out the end in the patient became unwound and it was sticking requiring increased pressure to pull it out. The device came out intact and there was no patient harm.